Event description:
Boston scientific received information that during a reported difficult implant, this left ventricular (lv) lead failed to show capture following device connection. Additionally, the patient reported chest pain during implant testing. As a result, the lead was removed and no lv lead was implanted. The physician suspected a perforation had occurred, as pericardial fluid was observed. No report of any additional medical or surgical intervention was required and no return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.